Manufacturer narrative:
The battery has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that a new set of batteries were sent for replacement. Before installing the batteries it was noticed the batteries were wired incorrectly. One of the plastic connections on the battery was wired opposite of the connections of the other 4 batteries. Thus the battery could not be installed correctly.

Manufacturer narrative:
It was reported that during routine batteries replacement the field service engineer noticed that one battery was wired incorrectly. Visual inspection indicated that the wiring performed by the supplier was incorrect for one of the batteries. Further investigation was performed with the battery supplier and indicated that the assembly procedure was not correctly followed by the operator and that the polarity check was difficult to read on the test equipment.